Event description:
Malfunction of megadyne ultra vac surgical pencil tip. At the beginning of surgical procedure surgeon noticed a sparking at the tip of smoke pencil towards the suction of the megadyne ulta vac, with a quick flare-flame which surgeon immediately stopped using. No harm to patient or surgical team.